Manufacturer narrative:
Sections h6 type of investigation, investigation findings, and investigation conclusions have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The delivery system was returned locked and in between the default and warning marker with no flex and with approximately 60% fine adjust, with full loader assembly inserted over flex shaft and a 3- way stopcock attached to the balloon port. Two kinks were observed along the proximal balloon shaft with one distal to the default marker, and one under the strain relief, most likely due to return packaging. A longitudinal balloon burst was observed on the working length of the inflation balloon. Fluoroscopic video was provided by the field and a balloon burst at full inflation was observed. Due to the nature of the complaint (burst balloon), no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed by returned imagery and evaluation of the returned device. The available information suggests (patient factors - sinotubular junction calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral aortic valve replacement with a 23mm sapien 3 ultra valve, the commander balloon ruptured during valve deployment at full inflation volume, right after valve was fully deployed. The physician thought the balloon may have come in contact with calcium at the sinotubular junction. The patient was fine and the transthoracic echocardiogram looked good.